Manufacturer narrative:
(B) (4).

Event description:
The patient had been getting their pump refilled every month. At the last refill, a volume discrepancy was reported. Almost all of the medication was still in the pump even though the pump indicated that the expected value should have been what was normally withdrawn; amounts were not specified. The patient experienced increased muscle rigidity and was reported to be "very tight from not receiving the medication." A catheter dye study was done; the results were inconclusive because the patient had harrington rods present in their back. The health care provider was able to push dye through the catheter. They planned to replace the pump. The medication being delivered via the device system was not reported. Additional information has been requested, a follow-up report will be sent if additional information becomes available.